Manufacturer narrative:
No adverse patient effects have been reported as a result of this event. The physician plans to replace the device in the near future. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators product advisory population, declared elective replacement indicator (eri) due to an extended charge time of 22.7 seconds, while at a middle of life (mol) battery monitoring voltage. The device has been implanted for approximately 73 months.